Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed uplink amplitude testing due to the cable being out of electrical specification. Concomitant products: product ID 2090w programmer; product ID 229047 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer loses contact with the rf (radio frequency) head. Multiple rf heads were tried with the same result. It was also reported the programmer works on few patients and then stops communicating with the rf head. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.